Event description:
Device issue: unk. Time of device issue: during vessel closure. Adverse event: unk. These three devices were received with the returned devices from case #1 and #2. These are three unopened proglide devices with the same lot number of the returned used devices. There was no add'l info provided.

Manufacturer narrative:
(B) (4). (B) (4). Eval of the returned device found that approximately 1/2 inch of monofilament exposed at the guide with the needle tip still attached to the rail end. There was no needle strike mark on the foot pockets. Both cuffs and link were not returned. During the investigation, the plunger was reinserted to test needle trajectory, needle depth and push mandrel travel and the results were acceptable. Based on the investigation findings, the most probable root cause for the bilateral cuff miss is needle deflection during the plunger deployment due to interaction with human tissue or a failure to maintain an stable position of the device during needle deployment. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.